Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (suspected device thrombus and patient condition) could not be conclusively determined through this investigation. The controller event log file contained data spanning from (B)(6) 2021 at 06:41:46 to (B)(6) 2021 at 09:52:36, per the timestamp. No notable alarms were captured. Low flow events were captured on (B)(6) 2021, beginning at 05:51:03 and 05:51:45, due to the estimated pump flow being calculated to be below the threshold of 2.5lpm. The low flow events did not persist for at least 10 seconds; therefore, low flow alarms were not activated. The controller pump appeared to have been operating as intended. The account communicated that the patient was recently admitted with a decline in mental status (the patient has known vascular dementia). A computed tomography angiograph (cta) scan was performed on (B)(6) 2021 and confirmed the presence of circumferential adherent thrombus along the outflow cannula, measuring up to 4 millimeters (mm) in thickness. The patient was not considered to be a candidate for a pump exchange/surgical intervention and was sent home with palliative care. The progression of the patient¿s dementia was thought to be compounded by low cardiac output state. The patient was later seen in the clinic with low pump flows and was wondering why no low flow alarms were triggered. The patient reported decreased oral fluid intake and cessation of diuretic usage. The low flow events were ultimately attributed to the outflow graft thrombus and hypovolemia. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), in hospice care. No further events have been reported at this time. The relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instruction for use contains the following information: section 1 lists thromboembolism as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Speed, power, flow, and pulsatility are also outlined in this section. Section 4 outlines all system monitor operations and alarm messages. This section also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 liters per minute (lpm) and explains that changes in patient conditions can result in low flow. Section 6 lists thromboembolism as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 7 outlines all system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was seen in clinic with pump flow seen on interrogation of 1.9 lpm. The team was inquiring as to why a low flow alarm was not prompted. During the analysis of the log files technical services observed there were 3 low flow advisories. These did not last long enough to cause an alarm status. Received follow up information stating that the patient recently admitted with decline in mental status; patient with known vascular dementia. He had a confirmed thrombus in his outflow graft by computed tomography angiography (cta). Cta on (B)(6) 2021 revealed circumferential adherent thrombus along the outflow cannula, measuring up to 4 mm in thickness. Patient was not considered a candidate for exchange/ intervention for this new finding and sent home with palliative care. Progression of dementia was thought to be compounded by low cardiac output state. Original heartmate ii implant on was on (B)(6) 2017. Patient has history of transcatheter aortic valve replacement (tavr) in (B)(6) 2020 and then pump exchange for pump thrombus to hm3 on (B)(6) 2020. Patient was seen in clinic and had decreased oral intake of fluids; off diuretics. Low flows suspected to be due to outflow graft thrombus and hypovolemia.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted with decline in mental status. The patient has known vascular dementia. He had a confirmed thrombus in his outflow graft by computed tomography angiography (cta) on (B)(6) 2021 noting a circumferential adherent thrombus along the outflow cannula, measuring up to 4 mm in thickness. Patient not considered a candidate for exchange/ intervention for this new finding and sent home with palliative care. Progression of dementia has thought to be compounded by low cardiac output state.